Manufacturer narrative:
H6; code 400: broken firing belt. Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instrument was returned non-functional. The instrument was disassembled and was found to have a broken firing belt. No conclusion could be reached as to how this damage occurred. Comments: each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
During a gastric bypass with roux-y, the stapler would not fire with the original or second reload. Another device was opened to complete the case. There was no consequence to the pt.